Event description:
Reportedly, during the follow-up on (B)(6) 2019, ventricular noise oversensing was observed in some v burst episodes. The user suspects that the oversensing was probably due to the detection of atrial signals on the ventricular channel. The atrial lead is implanted in the appendage and the ventricular lead is implanted in the apex. Preliminary analysis confirmed ventricular noise oversensing due to farfield sensing. It probably resulted from the patient's physiology and/or a ventricular lead positioning issue. However, the beginning of a ventricular lead issue could not be excluded with certainty.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up on (B)(6) 2019, ventricular noise oversensing was observed in some v burst episodes. The user suspects that the oversensing was probably due to the detection of atrial signals on the ventricular channel. The atrial lead is implanted in the appendage and the ventricular lead is implanted in the apex. Preliminary analysis confirmed ventricular noise oversensing due to farfield sensing. It probably resulted from the patient's physiology and/or a ventricular lead positioning issue. However, the beginning of a ventricular lead issue could not be excluded with certainty.